Event description:
It was found during surgery that the fixed part of t-handle was broken. The surgery was completed by using the instrument. The time of surgery was extended by 50 minutes since the doctor were looking for the missing fast pin. Nothing remained in the patient's body. There were no adverse consequences to the pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.